Manufacturer narrative:
As of the date of this report the device has not been returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device and/or additional information become available at a later date. The following sections of this report have been left blank due to non-applicable or information unknown:

Event description:
Swissmedic report number (B)(4) was forwarded to rti surgical on (B)(6)2021. The incident report states, "a bilateral rod break at the l3 / 4 level was noticed intraoperatively during revision surgery (implantation on (B)(6) 2013 cantonal hospital graubünden)." The report also states that the broken rod resulted in pseudoarthrosis which required the revision surgery. Index surgery was on (B)(6) 2013. Revision surgery was performed on (B)(6) 2021.